Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred following an infusion site change. There was no impact to the customer's blood glucose level. Reportedly, the customer uses apidra insulin in the cartridge. The customer was reminded that the cartridge is indicted for use with humalog and novolog only.